Manufacturer narrative:
Photos received for investigation. Upon visual evaluation, brown foreign matter is observed on the packaging, therefore the incident is confirmed. Foreign matter is identified as packaging material that is cut during packaging process. A device history review was performed for the reported lot 2207081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were used for additional evaluation. All product was inspected and no foreign matter was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were identified. Based on the available information, possible root cause is associated with spare plastic from packaging process that got trapped impeding the automated removal. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: noted that there was debris of ink stained plastic strip inside the package, directly in contact with the syringe and so contaminated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: noted that there was debris of ink stained plastic strip inside the package, directly in contact with the syringe and so contaminated.